Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteroscopic lithotripsy procedure in the ureter, performed on (B)(6) 2021. During preparation, it was noticed that the stent was fractured. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the loops were torn and the shaft was kinked. The stabilizer, the positioner and suture string did not returned. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis, the suture string was not returned with the device and the stent was out of the original pouch, it is evidence of the catheter was manipulated out of the package. Therefore, the problems found were issues that could have been generated by an excess of force apply during the handling, moreover, this problems were aligned to the suture string interaction and the manipulation of it. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction to block e1: initial reporter title; initial reporter first name; initial reporter last name; initial reporter address 1; initial reporter address 2; initial reporter zip/post code; initial reporter phone; block e2, block e3: health professional occupation.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteroscopic lithotripsy procedure in the ureter, performed on (B)(6) 2021. During preparation, it was noticed that the stent was fractured. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteroscopic lithotripsy procedure in the ureter, performed on (B)(6) 2021. During preparation, it was noticed that the stent was fractured. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.